Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Competitor device experience report was received with the following event description: "patient had a stryker stem in that broke so surgeons changed liner on (competitor) cup. Original implant date unknown." Left hip. Report indicates that no further information is available. Update 07/august/2020 (B)(6): spoke to stryker sales rep. A stryker rep was present for the surgery. Patient had a non-union of a femoral fracture, leaving the restoration modular cone conical proximal body unsupported. The resulting fatigue caused the stem to break at the proximal body/ distal stem juncture. The proximal body, ceramic head. And well-fixed distal stem were revised. There are no allegations against the revised femoral head. The original implantation date, facility, and surgeon are unknown (though implantation was approximately 10 years ago). The devices may be available for return and pictures can be provided, otherwise rep confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown restoration modular body was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: the restoration modular cone body, stem and femoral head were returned for evaluation. The cone and femoral head were in an assembly conduction. Damage consistent with explantation was observed on the device surfaces. Biological material was also observed. Nothing remarkable to report. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "no clinical or pmh, no patient demographics, no operative reports, no examination of explanted components, no dated serial x-rays. The single x-ray appears to confirm the event description, but insufficient data is presented to create a medical report for this case." Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported that "the patient had a non-union of a femoral fracture, leaving the restoration modular cone conical proximal body unsupported. It was reported that the resulting fatigue caused the stem to break at the proximal body/ distal stem juncture." A review of the provided medical records by a clinical consultant indicated that "the single x-ray appears to confirm the event description, but insufficient data is presented to create a medical report for this case." The exact cause of the event could not be determined because insufficient information was provided. Further information such as clinical or patient medical history (pmh), patient demographics, operative reports, and dated serial x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Competitor device experience report was received with the following event description: "patient had a stryker stem in that broke so surgeons changed liner on (competitor) cup. Original implant date unknown." Left hip. Report indicates that no further information is available. Update 07/august/2020 wg: spoke to stryker sales rep. A stryker rep was present for the surgery. Patient had a non-union of a femoral fracture, leaving the restoration modular cone conical proximal body unsupported. The resulting fatigue caused the stem to break at the proximal body/ distal stem juncture. The proximal body, ceramic head. And well-fixed distal stem were revised. There are no allegations against the revised femoral head. The original implantation date, facility, and surgeon are unknown (though implantation was approximately 10 years ago). The devices may be available for return and pictures can be provided, otherwise rep confirmed no further information will be released by the hospital or surgeon.